Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It is reported that a customer received a blank display screen on their insulin pump. The pt's blood glucose level was 271 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer changed the batteries of the device and still had the issue. The customer also stated there was physical damage on the drive support cap of the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and no revert to the back up plan. A new pump was shipped to the customer. No further info was provided.